Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper and lower shafts of gear 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 1323.9 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/ spinal cord disease. It was reported that motor stall seen at initial interrogation. It was unknown if the patient recently had an magnetic resonance imaging (MRI). Pump status and/or event log report motor stall occurred and motor stall (active). The hcp stated she would follow up with the different hcp that checked the patient's pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported random motor stalls occurred over the past few months. The patient¿s pump would randomly stall and then recover and repeat this. The pump was used to deliver gablofen. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.